Event description:
The manufacturer received information alleging a failure related to a ventilator's active exhalation control module was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed a steps during testing. The device's active exhalation control module was replaced to address the issues.